Manufacturer narrative:
The complaint device was received for analysis. A visual and microscopic examination found no issue with the device's tip. An examination identified no kinks along the entire length of the device. An examination of the balloon found the balloon was tightly folded with no evidence of any device use. The guidewire used during the procedure was not returned for analysis. Using another 0.035inch size wire, the wire was inserted through the tip and wire lumen until it met with a blockage at 32cm proximal to the tip. The wire was back loaded from the wire port at the hub and it travelled through the wire lumen until it came to the same blockage in the shaft. Using a blade the shaft was dissected at the site of the blockage. A build-up of solidified blood was identified in the wire lumen. No issues were identified with the device which could have resulted in the wire lumen blockage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 99% stenosed target lesion was located in the moderately tortuous small mecenteric artery (sma). After placing a guide wire, an 8.0x20x135 cm express¿ ld vascular stent was advanced to treat the lesion. However, the device was stuck with the guide wire. The whole system were removed together and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 99% stenosed target lesion was located in the moderately tortuous small mesenteric artery (sma). After placing a guide wire, an 8.0x20x135 cm express¿ ld vascular stent was advanced to treat the lesion. However, the device was stuck with the guide wire. The whole system were removed together and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.